Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 8mv per day, with stimulation switched off, which is within the expected range. Device exhibits normal charging and discharging characteristics. The complaint of pocket pain was a result of the patient's fall and is not device related.

Event description:
A report was received that the patient was charging more frequently. The patient underwent ipg replacement. The physician decided to replace the ipg due to past surgeries that used bovi. The patient was reportedly doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was charging more frequently. The patient underwent ipg replacement. The physician decided to replace the ipg due to past surgeries that used bovi. The patient was reportedly doing well after the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).